Event description:
It was reported that the physician's tablet serial cable was malfunctioning on (B)(6) 2016. A replacement serial cable was provided which resolved the issue. No patients were affected. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.